Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿staplers line was not successfully done, leaving the cut bleeding¿? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Response provided: staples line did not form as expected. Some staples were no b-formed and were opened. As consequence there was bleeding in the suture.

Event description:
It was reported that during a hepatectomy procedure, after closing the machine, it didn't open (the first reload was not used, it was discarded). They used graspers to open the machine after. They changed the reload and fired it. After that, the staplers line was not successfully done, leaving the cut bleeding. Patient lost a small amount of blood because of the bleeding staplers line. Used a suture to stop the bleeding. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: (B)(4). Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.